Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, reply dr (sn:(B)(4) was replaced due to normal battery depletion on (B)(6) 2022. It was observed on the monitor ECG that the patient's heart beats were skipped on (B)(6) 2022. Pacing spikes could be confirmed where there were beats, but pacing spikes could not be confirmed where the beat was skipped, the ventricular oversensing is suspected. There is no abnormality in the lead impedance. Changing the patient¿s body position (sitting position, left supine position, right supine position), pressing the pacemaker pocket area, and performing an isometric test, but the phenomenon could not be reproduced. The x-ray image confirms that the tip of the lead connector pin came out of the connector block. Since the cause of oversensing could not be determined, the ventricular sensitivity was changed from 2.5 mv to 10 mv and the ventricular amplitude was changed from 2.5 v to 4.0 v. Eno dr (B)(4) implanted on (B)(4) 2022 a: screwvine52sep (biu98135) and v: screwvine 58sep (biu98161) implanted on (B)(4) 2011.